Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to a blood infection and long vegetation was seen on the right ventricular (rv) lead. The organism was identified as staphylococcus aureus and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.